Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the mx450 patient monitor had a alarm problem for tachycardia. The alarm sounds only at 150 beats per minute in red alarm. In yellow alarm the mx450 does not ring. The customer stated that normally it is set to 120 beats per minute. Patient involvement is unknown. There was no report of patient or user harm.

Event description:
It was reported that the mx450 patient monitor had a alarm problem for tachycardia. The alarm sounds only at 150 beats per minute in red alarm. In yellow alarm the mx450 does not ring. The customer stated that normally it is set to 120 beats per minute.the device was in use on a patient. There was no report of patient or user harm.